Event description:
The reporter stated that the end-user fell from the chair because the rear wheels came off. There were no injuries to the end-user.

Manufacturer narrative:
These parts were completely covered in wd-40, this part is totally adjustable. Without receiving back, the chair that had the issue and since wd-40 was used on this product, we were not able to duplicate the reported failure.